Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of a transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, a3, b1, b2, b3, b5, h1, h6 and h10. B5: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the line came apart the patient put it back together¿. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for peritonitis was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. H6: patient code 2252 was added. Device code 2017 was added. Conclusion codes 61 and 22 were added. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.